Manufacturer narrative:
Correction: h10.

Event description:
Related manufacturer reference number: 2017865-2025-1003561. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with migration due to twiddlers and the right ventricular (rv) lead presented with dislodgement due to twiddlers. The ICD and lead were explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.